Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138484. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated.

Event description:
It was reported the patient¿s lead had a fracture; this was confirmed by x-ray. Investigation was unable to determine which of the leads attributed to the event. Surgical intervention may take place to address the issue.